Manufacturer narrative:
Due to a revision in company procedures after a recent internal audit, this historical event was determined to be reportable.

Event description:
We have been informed of the following event: "technical support was contacted by (B)(6), territory manager, to report hologic owned aquilex system that has inaccurate fluid deficits. They had a manual deficit count of 200 and the system read the deficit was 2400. Heather requests we send replacement as customer does know the proper troubleshooting and testing. They need a replacement for cases or they will not use the system and it's a competitive account. Pump serial (B)(4) reported in (B)(4). Cart serial (B)(4) reported in (B)(4)."